Event description:
The initial reporter advised shiley that a patient was rushed to the hospital with severe dyspnea and later died of cardiac insufficiency. According to the initial reporter, an autopsy confirmed that there was a fracture of the minor strut.

Manufacturer narrative:
Evaluation summary: copies of photographs of the heart valve were received from the initial reporter. The photographs indicate the disc is separated from the flange. The device is currently being evaluated by an outside laboratory and a report is pending.